Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-78 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca 19-9xr results for one patient sample who does not have a history of pancreatic cancer. The customer provided the following data: initial ca 19-9 result on architect i2000sr = 58.42 u/ml; repeated by another instrument = 59.53 u/ml (reference range: < 37 u/ml); other platforms tested the sample and generated negative results. The patient has been tested for ca199 on the abbott platform i2000sr since 2020. The results are as follows: (B)(6) 2020 = 78.58 u/ml; (B)(6) 2020 = 104.96 u/ml; (B)(6) 2021 = 76.17 u/ml; (B)(6) 2022 = 70.39 u/ml. The patient underwent a gastroscopic exam due to the elevated ca 19-9xr result and no abnormalities were found. There was no adverse impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, in house testing, and device history records. Return testing was not performed as returns were not available. A cross functional team (cft) consisting of medical affairs, quality and technical operations reviewed the complaint and determined the adverse event is due to abnormal use of the assay, since the patient does not have pancreatic cancer therefore the assay is not being used per the intended use of the package insert. A review of complaint activity did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not show any potential non-conformances, deviations, and non-conformances related to the issue under review. Accuracy testing was performed with an in-house reagent kit of the complaint lot 45168fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect ca 19-9xr reagent lot 45168fp00.

Event description:
The customer reported falsely elevated architect ca 19-9xr results for one patient sample who does not have a history of pancreatic cancer. The customer provided the following data: initial ca 19-9 result on architect i2000sr = 58.42 u/ml; repeated by another instrument = 59.53 u/ml (reference range: < 37 u/ml); other platforms tested the sample and generated negative results. The patient has been tested for ca199 on the abbott platform i2000sr since 2020. The results are as follows: (B)(6) 2020 = 78.58 u/ml; (B)(6) 2020 = 104.96 u/ml; (B)(6) 2021 = 76.17 u/ml; (B)(6) 2022 = 70.39 u/ml the patient underwent a gastroscopic exam due to the elevated ca 19-9xr result and no abnormalities were found. There was no adverse impact to patient management reported.